Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00rxg, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she had numbness and pain in her left arm, left leg, left foot, left hand and left buttocks since 2015. The manufacturers' representative explained to the patient sometime in 2015 that the leads were out of place. The event date was estimated based on the year 2015. This was noted to be a gradual change in therapy/ symptoms. The patient also had to use the restroom more frequently. She was indicated for urinary dysfunction/ sacral nerve stim. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.